Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided, but the best estimate date was indicated to be couple of weeks prior to (B)(6) 2019. If implanted; give date: unknown as it was not provided. If explanted; give date: not applicable / device remains implanted. (B)(6). The device was not returned for analysis as the lens remains implanted. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor implanted two intraocular lenses, model pcb00 in two different surgeries, he noticed pigmented debris in anterior chamber on the lens margin. The doctor was able to remove the debris via longer irrigation/aspiration (I/a) and no other procedure was required. However, it was reported that there was a posterior chamber hole on this patient's eye, but the outcome was reported to be good. It was indicated that standard drops were provided to the patients. There was no incision enlargement reported. No additional information was provided. This report pertains to the event with the second patient. A separate report will be submitted for the first patient.

Manufacturer narrative:
Additional information: additional information received indicated that the date of implant was (B)(6) 2019. The following field was updated accordingly: if implanted, give date: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.